Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a "hardware removal- bilateral lumbar laminectomy discectomy with iliac bone graft, inter transverse process fusion l5-s1, pedicle screws" surgical procedure, it was observed that the motor device "overheated and had an e6 error". There was a five minute delay to the planned surgical procedure. A spare identical device was available for use. The patient¿s outcome post-surgical procedure was listed as "no adverse response". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.